Event description:
It was reported that an elective replacement indicator (eri) message was seen when reading the battery. The voltage was noted to be 2.895 volts. The implant had been off over the month prior to this report. A short was reported on electrodes 5 and 7. The patient was programmed on the short but was then reprogrammed around the short. The group impedances were then 654 ohms for program 1 and 448 ohms for program 2. When asked, it was noted that a fall had occurred sometime before (B)(6) 2014 and the patient had to have surgery for that. However, at that time there was no eri and no shorts known. Follow-up determined that no date had been set for an explant or replacement, but a battery change was being planned. It was noted that the device was in continuous mode and the patient was receiving effective therapy. Further follow-up was performed to determine if a date had been set for replacement and how the patient was doing following the replacement. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient was scheduled for her surgical consult on (B)(6).